Event description:
A healthcare professional reported that the ablation zone appeared to be larger than expected noted during a left eye refractive procedure. The laser patter appeared to have extended to the conjunctiva. Upon follow up, it was reported that after centering the pt's eye under the laser and aligning the distance diodes, there was pressure applied to the head of the pt which cause the distance diodes to drift apart form their original placement position when commencing the treatment. Additional information has been requested regarding this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).